Event description:
It was initially reported that the screen on the physician's handheld device was freezing upon device interrogation. The physician was sent a new handheld and was asked to send the old handheld back to the manufacturer for analysis. Good faith attempts to obtain the handheld device for evaluation have been unsuccessful to date; therefore, no conclusion can be determined regarding the reported event.